Event description:
A patient¿s husband reported that the patient developed a rash associated with the use of paper tape and requested a change to silk tape (16-1535-0 micropore paper tape 1 x 10 yds with dispenser / 541-331-4801). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".